Manufacturer narrative:
It was discovered on august 30, 2023 that the initial and supplemental emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 3016438761-2023-00469-00 has been submitted for the correct manufacturing site and all further information will be documented under that MDR.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for multiple patient samples. The following data was provided (customer¿s reference range >/= 0.04 ng/ml - positive, <0.04 ng/ml - negative): sample ID (B)(6) (B)(6) 2023 initial result = 0.04 ng/ml, repeat = 0.03 ng/ml, 0.02 ng/ml. Sample ID (B)(6) (B)(6) 2023 initial result = 0.4 ng/ml, repeat = 0.03 ng/ml, 0.03 ng/ml. Sample ID (B)(6) (B)(6) 2023 initial result = 0.04 ng/ml, repeat = 0.31 ng/ml . No impact to patient management was provided.

Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed troubleshooting and determined the arc snsr lvl trig was the likely cause of the issue as it was found to be cracked. The part was replaced, and the issue was resolved as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc snsr lvl trig did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr for serial (B)(6), or the arc snsr lvl trig, was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for patient identification: sids(B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for multiple patient samples. The following data was provided (customer¿s reference range >/= 0.04 ng/ml - positive, <0.04 ng/ml - negative): sample ID (B)(6), (B)(6) 2023 initial result = 0.04 ng/ml, repeat = 0.03 ng/ml, 0.02 ng/ml. Sample ID (B)(6), (B)(6) 2023 initial result = 0.4 ng/ml, repeat = 0.03 ng/ml, 0.03 ng/ml. Sample ID (B)(6), (B)(6) 2023 initial result = 0.04 ng/ml, repeat = 0.31 ng/ml . No impact to patient management was provided.